Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic. Upon interrogation, inappropriate automatic mode switch due to far r-wave over-sensing was noted. Programming changes were made and the patient would continue to be monitored.